Manufacturer narrative:
The 24 mm aso was received in the product surveillance lab in solution and decontaminated. The aso was grossly and microscopically examined, and both proximal and distal discs and the waist were mostly covered in white, dense tissue. There were several pieces of brown, dense tissue mixed in with the white tissue and larger pieces of white, dense tissue on one-half of the waist. The aso met dimensional specifications when measured with a calibrated caliper. The cause of the reported event remains unknown.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board who confirmed that erosion occurred.

Event description:
A 24mm amplatzer septal occluder (aso) was successfully implanted in the patient's 22mm atrial septal defect. The defect was balloon-sized to 22mm by intracardiac echo (ice) and 21mm by fluoroscopy. Satisfactory positioning seating was assessed by ice and no significant residual left-to-right shunting was observed so the aso was released from the delivery cable. Device positioning was again checked by ice and fluoroscopy/cine; trivial residual shunting was confirmed by a right atrial angiogram. There were no complications during the procedure. Following a repeat trans-esophageal echo (tee) six months post-implant, no residual shunting was observed. Approximately five years post-implant, the patient awoke with chest pain. In the emergency room, the patient was diagnosed with a pericardial effusion that evolved into cardiac tamponade. According to a repeat tee, it was suspected that the aso had eroded at the junction of the right atrium and left atrial roof. The patient underwent surgery to explant the aso and repair both atrial perforations and the atrial septal defect. The atrial septum was closed using a hemashield patch because of the defect created by excision of the aso; the right atrial roof was then closed primarily without difficulty. The patient was discharged five days later in good condition.